Event description:
It was reported that a malfunction occurred on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur, and the customer was able to continue using the pump with an understanding to call back if the issue reoccurred.